Event description:
It was reported that a device was used during a hemorrhoidectomy procedure. It was reported that the device was used without incidence. The pt was discharged without complications. On first post operative day, the pt returned to the surgeon complaining of post operative pain and bleeding. The pt was returned to surgery to control bleeding. The surgeon noted that the staple line had dehised, there were no staples in part of the staple line. Pt recovered without further consequences.